Event description:
A noise and vibrations occurred in patient tubes during inspiration. The ventilator did not give the right volume, it alarmed for high pressure, the displayed inspiration curves showed wrong ventilation. The ventilator was swapped out. The hospitali investigations showed that the fault depended on a improperly mounted expiratory cassette.